Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper case, bail covers, heart block, lead flex cover, both output connectors and both output connector nuts, the battery drawer and the heart lead flex were all contaminated, the lower case was broken and contaminated, all heart wire contacts were discolored and contaminated and the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. Fb)(4).

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.